Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of conduction disturbances including atrial fibrillation (afib), left anterior fascicular block (lafb), and intraventricular conduction disturbance (ivcd). The length of the membranous septum was 3.9mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 4.5mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, electrocardiogram (EKG) showed progression of ivcd, and a permanent pacemaker was implanted to resolve the event. The patient had extended hospitalization. The implanter classified this event as being likely due to the pre-existing conduction disturbance. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.